Event description:
Sorin group (B)(4) received a report that, during priming, the s5 display modules displayed an error message and attempts to re-start were unsuccessful in resolving the issue. There was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the device manufacturer - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. The device was returned to sorin (B)(4) for evaluation. At sorin group (B)(4), the device was subjected to functional testing and electrical testing. Functional testing included running the device for 6 weeks while a computer system was used to log errors. No errors or deviations were encountered at any point during functional or electrical testing. The reported issue could not be reproduced. Without the ability to reproduce the issue, the root cause could not be confirmed. No further action is deemed necessary.